Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.